Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebx0743 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on july 3, it was found that the internal material of the device was damaged during use. In order to prevent the broken particles from entering the human body, the device was replaced.